Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began sometime in (B)(6) 2015 when she allegedly obtained an error 4 message when attempting to use the subject device to measure her blood glucose. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and reportedly continued with her usual diabetes management routine including sliding scale after the alleged issue began (3 units twice per day at 7am & 11am). The patient denied experiencing any symptoms and reportedly visited her doctor's office on (B)(6) 2015 at 2:30pm and received advice to take nitrofurantoin (non-diabetes related) and stated that the hcp was unable to take a test because the patient had just eaten. At the time of troubleshooting, the csr confirmed that it was the patient's first use of the device, the correct test strips were being used and the testing procedure was correct. The csr walked the patient through a re-test but was unable to resolve the issue with training. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.